Manufacturer narrative:
The insulin pump had intermittent act button response due to moisture damage keypad traces. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons are responding intermittently and the insulin pump alarmed button error. The customer did not recall any significant events leading to the keypad issue; she had the device in the bathroom but not in the bathtub. Blood glucose value was 133 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.